Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a thoracic catheter. The customer reports the pt was undergoing an operation and insertion of a thoracic catheter was needed. The customer reports the catheter was inserted during surgery and after transferring the pt from ot to ICU, the nurse in ICU found the catheter to be leaking. The customer reports that it is estimated that the tube had been inserted into the pt's body for 30 minutes. The leak on the catheter was bout 6cm outside the body. The customer reported that the leaking was not sever and because it is too traumatic and complicated to reinsert a new catheter, the nurses decided to tape it. The nurse in ICU used micropore to wrap the catheter to prevent the leakage. The catheter was removed as the pt no longer needed it. The customer reports that no medical intervention was given after this incident and the pt's condition is fair.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.